Manufacturer narrative:
Event and therapy date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-21872. It was reported that patient will be getting the system explanted due to possible infection.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the scs system was explanted on (B)(6) 2020.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.